Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a non- critical failure, and this was confirmed by a review of the device history. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The device was not available for investigation. Based on the information available, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.